Manufacturer narrative:
(B)(4).

Event description:
Dentist reported that the abutment screw (ilpc444u) fractured.

Manufacturer narrative:
Visual inspection has confirmed the reported event. The screw was fractured and only top portion of the screw was received. The device history record review for the screw was performed and did not identify any manufacturing deviations which would result in or contribute to this complaint. A definitive root cause has not been determined. (B)(4).